Event description:
Initial reporter indicated that the pt was implanted in 2008 and came into the office at about one month for a follow-up visit and the neurologist programmed the pt to 1.5ma output, 30 hz, 500 pw, 30 sec on, 1.8 min off. The pt came in at about 54 days later, and settings were 0ma output, 180 min off. Good faith attempts are being made for add'l details surrounding the event.